Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned their spinal cord stimulator had not been working for at least 7 years. Patient said they tried to charge their implanted neurostimulator at one point with manufacturer representative (rep) at least 7 years ago, but the charge would not hold at all and the patient gave up on charging the implanted neurostimulators at that time. Patient now needed an MRI of their neck, but healthcare provider wanted to do a whole spine MRI as well. Agent reviewed MRI guidelines with the patient. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.